Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the keypad button was under responsive. The customer alleged that the down, ok and up arrow buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2016 with the following findings: during investigation, the original complaint of the unresponsive keypad was unable to be reproduced. The keypad was undamaged and all the buttons were responsive. The keypad cover was opened and there were no contaminants found under the contacts. Unrelated to the original complaint, the pump was opened and there was moisture found on the continuous glucose monitor board. There were no intermittent conditions found on the keypad flex connector. The bolus button was unresponsive to user presses. The bolus button cover was removed and there was a missing white slug. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.